Event description:
It was reported the pigtail broke at the handle while using the catheter.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted. Date report submitted to FDA by MFR: 01/03/2011. Date the initial reporter provided the info to the MFR: (B)(6) 2011.